Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The internal, visual inspection found indications of dried fluid in the recess underneath the pump assembly and dried fluid in the pneumatic tubing in the pump assembly. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in cassette. All bags still have solution available. The cycler was rebooted but the warning returned. The treatment was cancelled. Upon removal of the cassette, fluid was found to have leaked out of cassette and in to the cycler. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the message air detected in cassette. All bags still have solution available. The cycler was rebooted but the warning returned. The treatment was cancelled. Upon removal of the cassette, fluid was found to have leaked out of cassette and in to the cycler. The cycler will be replaced.